Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain, radiculopathy and degenerative disc disease/herniated disc pain. The patient returned to the hospital with complaints of withdrawal, 24 hours after a pump replacement. The patient experienced increased pain and symptoms of withdrawal. The physician suspected the catheter unknowingly dripped empty of drug during surgical replacement. No priming bolus was given because the catheter was assumed full of drug. The physician assumed the therapy was delayed for a significant period until the catheter filled and therapy had resumed. Oral narcotics were prescribed and the patient was observed. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive no injury.' No surgical intervention occurred or was planned. Therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. If additional information I s received, a follow-up report will be sent.